Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an cataract surgery with intraocular lens (iol) implant procedure, scratch was found on iol optic after implantation. Scratch was still there after irrigation and aspiration. The surgery was completed without iol exchange. The patient had not claimed any decrease in the sight ability. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Information in the file indicated that the lens remains in the eye. Two photos were available (on a powerpoint slide). The photos show the lens while inside the eye. There appeared to be a scrape or tear on the optic edge, with a travel path toward the optic center. It cannot be confirmed from the photo if the damage was on the optic posterior or anterior edge. Information was provided that a qualified company cartridge and qualified company handpiece were used with the lens. A non-qualified viscoelastic was used with the qualified combination. Non company product is not qualified for use with the company handpiece. Based on the photos in the file, the reported damage was observed. The sample was not returned. The lens remains in the eye. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company intraocular lens (iol) delivery system or any other company qualified combination. Also per the company IFU: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Attempts were requested and made for follow up to try to clarify a serial number for this lens. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).